Manufacturer narrative:
The customer did not perform qc on the day of the event, but qc before and after the day of the event was acceptable. Based on the provided data, the investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The event occurred in (B)(6).

Event description:
The initial reporter complained of questionable results for 1 patient tested for elecsys estradiol iii assay on a cobas 6000 e 601 module compared to competitor methods in two different laboratories. The competitor methods were not provided. The initial estradiol result was >3000.00 pg/ml on the e 601 and was reported outside of the laboratory. The customer repeated the test without a dilution and the result was confirmed. The estradiol result was 896.91 pg/ml on the competitor method in the first laboratory. The estradiol result was 1,638.7 pg/ml on the competitor method in the second laboratory. The e 601 module serial number was (B)(4).